Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (2gm, discontinued after 12 days) and amikacin injection (125mg, discontinued after 12 days) for peritonitis. At the time of this report, the patient has recovered from the peritonitis event seven days after the event onset. Pd therapy was ongoing. It was reported that the patient retraining on the proper aseptic technique was completed. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.